Manufacturer narrative:
Monitor sn (B)(4) and electrode belt sn (B)(4) were returned and evaluated at the distributor, in accordance with procedures recommended by zoll manufacturing corporation. The evaluation included review of downloaded software flag files (attached) on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality of the device.

Event description:
A us distributor notified zoll that a patient reportedly passed away on (B)(6) 2017 at 7:39pm while wearing the lifevest. The patient was at a skilled nursing facility at the time of the event and was reportedly unconscious. Facility staff were present and called ems who initiated CPR. Prior to passing, the patient received four inappropriate defibrillations. The four treatments were delivered between 11:07:32 and 19:35:28. The rhythm at the time of the first treatment was atrial fibrillation at 50bpm with variable rate and motion artifact. The post-shock rhythm after the initial treatment was sinus bradycardia at 50 bpm with motion artifact. The rhythm at the second and fourth treatments was idioventricular rhythm at 40-50 bpm. The rhythm at the third treatment was asystole with CPR artifact. The patient's post-shock rhythm after the last treatment was idioventricular rhythm at 30 bpm with motion artifact. Around the reported time of death, the patient's rhythm varied between asystole with CPR artifact and idioventricular rhythm at 40 bpm with CPR artifact. CPR artifact and oversensing low-amplitude cardiac signal contributed to the false detections. The response buttons were pressed intermittently but not during the treatment sequence that resulted in defibrillation shocks. No deficiencies were alleged against the lifevest.